Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. An integrated circuit on the main printed circuit board was burnt. It was also noted that a transistor on the printed circuit board was out of specification, this condition prevented the unit operation with battery inserted in normal polarity. Upper and lower cases, side bail covers, ring cover, and battery drawer were broken. Battery contacts were compressed. Side bails were missing. Lcd (liquid crystal display) showed signs of being tampered.

Event description:
It was reported the external pulse generator (epg) would not power up. The battery was replaced, but it would still not power up. The battery was reversed so the polarity was incorrect, and the epg powered up. The epg was returned for repair. There was no patient involvement.